Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Medtronic received information via the customer's wife that the customer passed away on (B)(6) 2020 due to unknown reasons, as the autopsy results were still pending. Caller reported that the customer was found unresponsive at home. Caller reported that other illness that could have led to customer's passing was diabetes and high blood pressure. The customer's blood glucose reading at the time of death was unknown. The customer was wearing the insulin pump and sensor at the time of passing. It is unknown if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. The caller declined to return the insulin pump for analysis.